Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) was running slow and loading after signing in with username. The technical support specialist ran a test from station rad-es and identified that ldap traffic on port 389 was failing when reaching the es server due to domain controller routing tied to the 172.20.0.0/23 subnet. It updated active directory sites and services to direct pyxis es devices to the correct, closest domain controllers, and after rebooting the devices, ldap authentication began functioning as expected. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was running slow and the screen was spiraling or continuously loading after signing in with a username. There were no adverse events or injuries reported based on this event.